Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) adhesion. Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results: according the visual inspection, there are marks of previous placed tacks visible but it seems to be not adequate. The cause for adhesion formation of the mesh cannot not be determined. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2011 and mesh was implanted. On (B)(6) 2011, the patient experienced pain. On (B)(6) 2011, the patient underwent reoperation and it was found that the mesh had adhered to the bowel. Patient was reported to be doing well and recovering from surgery.